Event description:
It was reported that during a stent placement procedure, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided image demonstrates the placed stent with lying guidewire. Based on the strut structure, the stent is elongated; however, a length measurement is not possible. Furtherly, one stent marker section is completely transversally fractured- off without axial displacement which leads to confirmed result for stent elongation and subsequent fracture. A manufacturing related issue could not be found. Only limited information was provided, but the stent was placed in the vena cava which represents an off label use. It was not known why the stent was elongated after deployment but the elongation visible on the provided image was considered the reason for stent fracture. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Based on the investigation of the provided information, the investigation is closed as confirmed for stent elongation and stent fracture. A definite root cause for the reported event could not be determined. Placement in the vena cava represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout the procedure was found sufficiently described; in particular the instructions for use state: 'gently hold the stability sheath and maintain it straight and under tension throughout the procedure'. The instructions for use further state: 'deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall.' The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.